Event description:
It was reported that the sponge of the minicap was not fully inserted into the minicap. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 4 of 5 for this event.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).